Manufacturer narrative:
No product was returned for evaluation. The reported event could not be verified or confirmed. The investigation indicated that the most probable, but unconfirmed, cause to be a faulty downstream occlusion sensor. Service history review identified this device has not been in for service previously. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (19-jun-2019) and there was no indication of a manufacturing defect during the investigation.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. The alarm was silenced and the pump settings were verified along with the medication label. The pump was turned off and back on and alarmed no disposable, pump won't run. The pump was turned back off, the line clamped, the cassette removed, and the tubing was massaged. The cassette was tapped gently on a firm surface and the green tab pressed. No air bubbles were noted in the line. The cassette was reattached, line unclamped and the pump turned back on. Unfortunately, the alarm continued. Repeated steps above to remove cassette but alarm returned. The pump was turned back off, and the line was clamped. The patient was not adversely affected. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.